Event description:
On (B)(6) caller had a procedure to remove a lump from her right breast. During the procedure nine multiple clip appliers (titanium clips) were inserted in the right breast and she is allergic to titanium. In (B)(6), caller had a mammogram on her breast and was told she had staples in her breast. Caller believed these staples were inserted during the procedure she had in 2013, but she was unaware that they were inserted. Caller also mentioned that she had a breast reduction in 2006 and had a scar. She stated that during the 2013 procedure, the doctor went through an old scar which resulted in hypertrophy which lead to the rupture of her breast. After which she experienced pain, warmth, and redness on her breast. She went back to the doctor to complain about her symptoms and was told it is not a hematoma nor an infection. She was prescribed an antibiotic. Caller is still experiencing pain and discomfort.